Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. The initial result was 183 mmol/l. The repeat result was 141 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer found a punctured tube on the rinse arm assembly. He replaced the tube set and a valve. The investigation determined the service actions resolved the issue.